Event description:
Pt has cadd legacy pump giving him an error code of 1870 and won't stop beeping. This happened one time to his other pump, but he cleared it and it has been working ok. Sending 2 replacement pumps. Pt did not miss any therapy and had no adverse effect. Error did not occur during use with the pt. Dose or amount: 29 ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2018 to present. Diagnosis or reason for use: i27.0.